Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable cardiac monitor had recorded episodes of asystole and intermittent ventricular undersensing. At the time of the call the patient was asymptomatic. The device was reprogrammed and the patient would continue to be monitored.